Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms noted during testing. Motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple pump error alarms . The blood glucose level of the customer was found to be 165mg/dl. Troubleshooting was performed and found this was the second occurrence of pump error. Customer also states that he was able to clear the alarm and also rewind the pump. The pump also passes the self-test. The error table was checked and indicated that the pump should be replaced. The pump will be returned for analysis.